Manufacturer narrative:
Additional information will be provided upon results of the investigation.

Event description:
On 29 jul 2016 we were informed by the getinge representative about an incident where as stated, a person was injured. While facility staff was present, the door started to close and rack was sticking out of washing chamber. Staff member attempted to stop the door with his hands by placing hands at the top of the door frame, pinning his fingers between the door and rack frame. Then rack was pushed into the chamber causing laceration on person fingers. The individual that was injured does not work now or ever within this department. Him and those present when it happened where not familiar with washer operations and door safety functions. After the event getinge representative checked functions of both doors. Door jamb and slack operations are within set parameters and performs within set guidelines. Reviewed with staff door closing and opening functions, safety features and aborting closure.